Manufacturer narrative:
The thermoscan pro 6000 ear thermometer is indicated for the intermittent measurement of human body temperature for patients having ages ranging from normal weight (full term) newborn to geriatric adults in a professional use environment. The probe cover is used as a sanitary barrier between the infrared thermometer and the ear canal. The pro 6000 technology reads the infrared energy emitted by the tympanic membrane and surrounding tissues to determine the patient¿s temperature. To help ensure accurate temperature measurements, the sensor itself is warmed to a temperature close to that of the human body. When the thermoscan is placed in the ear, it continuously monitors the infrared energy until a temperature equilibrium has been reached and accurate measurement can be taken. The device IFU states do not damage probe lens window. Avoid touching probe lens window except when cleaning. The probe lens window must be kept clean, dry and undamaged at all times to ensure accurate measurements. If probe lens window is damaged return for service. The device was returned for repair where upon inspection it was determined that there was damage observed on the device housing but the reported inaccurate temperature and hot probe tip could not be duplicated by the technician and no problems were found. There was no report of injury with the event. However, the reported malfunction could lead to a serious injury if the event was to recur and the device was to exceed a safe temperature threshold. Therefore this event is considered reportable.

Event description:
The customer reported that the pro 6000 was hot in the patient's ear. There was no report of burn or other injury, nor a report of any medical intervention required. The customer also reported that the device had user damage smashed lens and inaccurate temperature. This event has been captured in hillroms complaint handling system under (B)(4).